Event description:
A patient reported that she experienced an ¿encapsulated, rigid¿ an MRI and ultrasound scan showed ¿fluid in the breast¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
This record is for the right side.